Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a flow-limiting dissection in the popliteal (pop) artery, and a slow-flow, and macro-embolism event in the pop/anterior tibial (at) arteries occurred post atherectomy. The distal sfa target lesion was 85% stenotic, moderately calcified, and 4 mm in length. Two patent outflow vessels were present prior to therapy. The sfa lesion was treated with a 2.0 mm solid crown oad which was spun at low speed for two runs (30 sec each), at medium speed for one run (30 sec), and at high speed for two runs (30 sec, each) for a total run time of 2 min, 30 sec. The residual stenosis was 10%. At this time a flap dissection was noted in the pop artery with slow flow and macro-embolism in the pop/at arteries. Nitroglycerin and tpa were infused and an export aspiration catheter was used to successfully treat the slow flow. The sfa artery was then treated with a 5.0 x 100 mm balloon inflated three times to 4atms each. The total inflation time was 3 mins and the residual stenosis was 10%. An unspecified size bare metal stent was used to treat the pop dissection. Blood flow was restored. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #36 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).